Manufacturer narrative:
S follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3 - the revision reported was likely the result of prosthesis wear which may have been due to a combination of axial rotation mismatch between the tibial and femoral components and changes in soft tissue function over 7 years since the initial surgery. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided. H6 - clinical codes h6 - type of investigation, investigation findings, investigation conclusion the following sections were corrected: h6 - clinical code - 1924/failure of implant no longer applies type of investigation - 4111/communication/interviews no longer applies investigation findings - 3221/no findings available, 3233/results pending no longer applies investigation conclusion - 11/conclusion not yet available no longer applies.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g1 d8 the following sections were corrected: b2 d4: model number d10 concomitants: 4092749 200-04-32 - cemented finned tib. Tra 3543953 230-02-03 - optetrak asy,cr cemented h6 the revision reported was likely the result of prosthesis wear which may have been due to a combination of axial rotation mismatch between the tibial and femoral components and changes in soft tissue function over 7 years since the initial surgery. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Approximately 8 years post the initial tha, the patient complained of knee swelling and pain and the surgeon diagnosed the wear of the tibial insert. Revision surgery for the replacement of the tibial insert was performed on (B)(6) 2024. Breakage and wear was observed in the retrieved tibial insert. There was no problem of locking mechanism of the tibial tray was found, and the insert only was replaced to new one, truliant cr insert neutral size 3 11mm. The reported event did not lead to surgical delay/prolongation. The patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to the retrieved insert would be used for clarification to a patient.